Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir retainer ring has come loose. The customer's blood glucose was 11 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with faded serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, minor scratches on case, cracked battery tube threads and minor scratches on lcd window.